Event description:
The customer reported the device cannot select pacer mode even when the therapy knob is pointed to "pacer." There was no pt involvement.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.